Event description:
It was reported during the implant attempt that the set screw was damaged on the right ventricular port and the set screw became loose under grommet. The device was not used and replaced with different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, grommet damage was noted.